Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2015, to report no audio output and a hyperglycemic event that occurred on (B)(6) 2015. At the time of the reported event, the patient does not recall what receiver she was using. Patient does not recall much of what happened on the day of the event. Patient stated that she was home at the time and her neighbor must have found her unconscious and called for an ambulance. The paramedics arrived at the patient's home and took her to the emergency room (ER). When patient arrived at the ER, her blood sugar (bg) was at 740 mg/dl. Patient was administered insulin. Patient was hospitalized for 4 days, and released on (B)(6) 2015. Patient does have a nurse assigned to her and will be monitoring patient at home. At the time of contact with dexcom, patient was not feeling well and woke up with finger stick values at 588 mg/dl. No additional event or patient information is available. No product or data was provided for investigation. The reported event and malfunction could not be confirmed; therefore a definitive root cause could not be determined. It should be noted that the diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.